Manufacturer narrative:
H3: it was found during analysis that visually, the device was returned in a large plastic bag. The device was in a broken condition when returned. The rotating hub was broken, and an orange o-ring was exposed. The inner shaft was broken 0.622 inches from the distal end of the inner hub to the broken point. There were traces of striations found at the broken point of the inner shaft. There were traces of contamination found at the proximal end of the inner shaft. The inside diameter of the broken inner shaft was occluded with contamination. Functional testing was not performed due to the broken state of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic sinus surgery resection, the blade broke suddenly. There was 10 min delay in the procedure. The procedure was completed by the backup product.  There was no patient impact. Additional info received that the blade suddenly broke while the polyp was being removed. The edge was broken.